Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test well images for the original blood sample testing on (B)(6) 2016 were consistent with the instrument output of the erroneous abo blood type a. An immucor field service engineer (fse) visited the customer site to assess the instrument in question on 20jul2016, and the fse determined that the instrument was operating as expected. The investigation did not determine any definitive root cause, but the customer stated that it could have been tech error, but the customer cannot be certain. In the absence of certainty, then this situation is reported.

Event description:
On 1(B)(6) 2016, a customer site reported an unexpected abo blood group mistype when tested on a galileo echo instrument on (B)(6) 2016.